Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. The customer stated they had over-bolused. The customer consumed juice to address their bg level. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.